Manufacturer narrative:
Qn#(B)(4). Medwatch (mw5079711). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (mw5079711) "central line insertion kits kinking during placement attempts. Kinks resulted in vascular surgery being consulted for surgical removal of the kinked kit". The "event report type" is documented as a "malfunction". No other information provided. The customer has been contacted for additional information.

Manufacturer narrative:
(B)(4). Medwatch (mw5079711). No additional information received at the time of this report.

Event description:
According to the medwatch (mw5079711) "central line insertion kits kinking during placement attempts. Kinks resulted in vascular surgery being consulted for surgical removal of the kinked kit". The "event report type" is documented as a "malfunction". No other information provided. The customer has been contacted for additional information.